Event description:
The pt received 6 scs leads with the same lot number. It was reported the pt was scheduled to have his scs lead located in the front of his left ear (off-label use) repositioned due to the pt not receiving effective stimulation. F/u identified the scs lead had pulled back. The lead was repositioned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.